Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused throat cancer and sore throat. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience throat cancer and sore throat. There was no medical intervention required by the patient. The reported event of throat cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on feb 18 , 20245and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience throat cancer and sore throat. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Observed the air inlet filter was missing. An unknown contaminate was observed on the top enclosure, on and under the flip lid doors. Dust-like contamination was observed on the top enclosure, front and rear panel, and on the blower motor. Dried liquid spots (potential liquid ingress) was observed on the bottom of the blower motor and around the interior of the blower box. A keratin-like substance was observed around the blower box outlet. Manufacturer observed potential degraded sound abatement foam on the bottom of the blower motor and throughout the interior of the blower box. Manufacturer was able to confirm the presence for degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. Confirmed the complaint of particles in airpath but unable to confirm odor or address the complaint or symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.